Manufacturer narrative:
Engineering investigated the issue via tfs defect (B)(4). From the customer's statement, it was determined that the acunav catheter did not malfunction and was being used as a concomitant device during the procedure.

Manufacturer narrative:
The device referenced in this report will not returned to siemens for evaluation as it was disposed by the user facility.

Event description:
It was reported that the physician performed a transseptal puncture and introduced both the diagnostic catheter and the acunav ultrasound catheter into the left atrium for the purpose of a left-sided atrial fibrillation (afib) ablation procedure. It was immediately noted that the patient's blood pressure dropped and a pericardial effusion was noted on ultrasound. The physician performed a pericardiocentesis to aspirate the fluid from the pericardial space. The procedure was not continued after the incident. There was no patient adverse event or clinical sequela reported. No additional information was provided.